Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign objects could not be identified based on the provided information and the root cause of the foreign objects remaining in the device could not be conclusively specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During inspection of the device, it was noted that foreign objects were found at the nozzle. There was no patient involvement.